Manufacturer narrative:
No device associated with this report was received for examination. Dr-002788 has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address allergic reaction to metal and loosening of the tibial tray at the cement/implant interface. Depuy cement was used.